Manufacturer narrative:
On (B)(6) 2019, upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 2.5 cm x 0.7 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. In addition, based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. This report contains supplemental information for mentor asr reference number 270061/ ip-00468133. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with a mentor smooth round high profile 330cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2016. This report contains supplemental information for mentor asr reference number 270061/ ip-00468133.

Manufacturer narrative:
On 08/23/2019, it was discovered that it was reported incorrectly that adverse event was not checked. The event is an adverse event. Manufacturer¿s reference number: (B)(4).